Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the l11 has 2 issues. The 1st is that the light cable will turn on and off by itself. Light cable was replaced and it still happens. A safelight cable was used. The 2nd issue is that the touch panel will not respond to any touch. Happened during a case and there was no patient harm or delay. Procedure completed successfully.